Event description:
It was observed that during the device evaluation, the ultrasonic videoscope exhibited a chip on the pink rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes of the alleged failure is due to an electrical problem. The most probable cause of this complaint is traced random or expected component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.